Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break was not confirmed; however, stretched tip coils were observed on the barewire which was likely the intended damage being reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported stretched tip coils. It may be possible that the stretched coils occurred as the delivery catheter was removed from the dispenser coil; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional emboshield nav6 device referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a lesion in the carotid artery. During preparation of the first emboshield nav6 when the filter was pulled from the hoop, it was noted that the tip of the filter was unraveled; therefore, the device was not used. There was no patient involvement reported. A second nav6 was prepared successfully and was advanced into the patient anatomy without issue. During removal of the nav6, the filter was seen to be withdrawn into the retrieval catheter without resistance. Once outside the patient anatomy, the physician was inspecting the device and it was noted that the filter was missing. The device was dissected completely by the physician, but the filter could not be found. The patient had a CT scan, and the filter was not found in the patient anatomy. The patient had no symptoms and was feeling well. The physician could not figure out where the filter could have been lost. There is a possibility of the filter being lost in the patient anatomy. There was no adverse patient sequela. No additional information was provided.